Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 300 mg/dl close to 400 mg/dl. Other relevant blood glucose level was 167 mg/dl. The customer was treated with insulin pump. Customer declined trouble shooting for insulin pump. The insulin pump will not be returned for analysis.